Manufacturer narrative:
Paradigm visual inspection: minor scratched display window, scratched reservoir tube window, cracked reservoir tube lip, cracked case at the display window corner, stained address or serial number label, and a stained end cap sticker. Received with radovan alkaline battery installed 0.144 volts. Test energizer alkaline battery 1.596 volts. Paradigm analysis summary: device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08785 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by an attorney that the customer got hospitalized due to unknown blood glucose issues some time in (B)(6) 2018, with unknown blood glucose levels at the time of the incident. The caller did not have the customer's hospitalization with them at the time of the call. The caller did not mention how the customer was treated. The customer experienced symptoms such as loss of consciousness and a coma. The customer was most likely wearing the insulin pump during the incident. The caller was trying to get the pump tested to see if it caused the adverse event. Troubleshooting was not completed. The insulin pump will be returned for analysis.